Event description:
There was an allegation of questionable creatinine results for 2 patient sample(s) on a cobas 8000 c702 module. Patient 1: the initial result was 695, and the repeated result was 32. The sample was repeated because the physician questioned the initial result. Patient 2: on (B)(6) 2025, the initial result was 325, and the repeated result was 89. The sample was repeated on another module, and the result was 87. The sample was repeated because, after the discrepancy with the sample for patient 1, the customer implemented a rule to repeat creatinine results >200. The unit of measure was not provided.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
The unit of measure for the creatinine plus ver.2 results is mol/l. The field service representative found a split tube on the rinse station. He replaced the tubes and performed calibration and qc. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.